Event description:
Mics completely combusted during bone cuts. Collet came apart from power, beads on inside dislodged. Occurred during bone prep, patient under anesthesia, less than 10 minute delay, all pieces were accounted for that came out of power, none left in pt. No adverse consequences. Case type / application: tka 2.0. Update- yes, the collar came off the mics.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
An event regarding disassociation involving a mako mics was reported. The event was confirmed. Method & results: -product evaluation and results: evaluation 1: failed ground bond test 2; defective motor. Evaluation 2: collar locking mechanism - dislodged. Reported condition confirmed: yes. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
No new information.